Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meter and reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. The returned customer material and retention material complies with the specification.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was stated that while using the coaguchek xs meter (serial number (B)(4)) the patient obtained a result of 1.2 inr. A venous sample was taken just after this result and was sent to the laboratory. The result of the venous sample was 3.0 inr. The laboratory uses the dade innovin reagent. It was stated that the coaguchek xs has been used since that day and no errors or unexpected results were observed. It was further stated that the "patient may have only just been started on warfarin" and "they may not have had a stabilized inr". There was no further information provided about the results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.